Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2017. It was reported the patient experienced a sudden change in therapy/symptoms noted as increased pain. The patient was having uncontrolled pain and deferred pain down her leg since yesterday ((B)(6) 2017) and was in the emergency room (ER). The reporter requested a representative to check the pump and had very little patient information or history. No further complications were reported. Additional information was received from a consumer. On (B)(6) 2017, prior to the ER, the patient was very nauseated, catatonic from the waist down, very stiff and could not move their muscles and legs. The pain ¿got really bad¿. The patient called her sister come get her around 930 a.m. By the time the patient¿s sister got there the patient was very diaphoretic, extremely nauseated and crying. The patient was in the front and then the back seat of the car and asked her sister to get her off the mountain and get to the ER. The patient could not get comfortable no matter what they did. The patient stated they called emergency medical services (ems) after the patient moved from where she was in the car and could get reception on the phone. Ems met the patient within 15 minutes of her call and transported the patient to the hospital that was 45 minutes away from where the patient was picked up. A representative was called to come in and check the status of the pump. On (B)(6) 2017 while the patient was in the ER a representative interrogated the pump status and it was empty. The patient did not hear her pump beeping and wanted to know why she did not hear it. The telemetry printout states the low reservoir alarm date was the (B)(6) 2017 but the patient was scheduled for (B)(6) 2017 for a refill. The patient was told it was a clerical error and the patient may have not heard or been in tune with the alarms. The ER called the doctor and the patient was "shipped" over to the doctor¿s office 25 minutes away. The pump was refilled on the (B)(6) 2017. The patient was to go back for their next refill on (B)(6) 2017 at 1 p.m. But the actual alarm date was (B)(6) 2017. The patient was to go in a week early because of what occurred on the (B)(6) 2017. The patient experienced sleeping the day after any refill. The patient was extremely sore from what occurred. The reported issues resolved by (B)(6) 2017 from having the pump refilled with the exception of the soreness. The patient was upset ((B)(6) 2017) the day after everything and felt better with the exception of being sore from using muscles she never used. The patient was given a printout and list of medications every time she has an appointment and will make sure to doublecheck the low reservoir alarm date so she can catch any clerical errors in the future. Per the printout, the alarm intervals indicate that the critical alarm occurs once an hour and the non-critical alarm interval occurs once an hour. The patient was directed to the hcp to test the alarms so the patient could hear them at the next appointment on (B)(6) 2017 and to discuss making the critical alarm interval sooner than once an hour. The elective replacement indicator was in 13 months. The pump was delivering dilaudid (hydromorphone) 18.3 mg/ml; 12.829 mg/day and bupivicaine 40.0 mg/ml; 28.041 mg/day.